Event description:
It was reported that caller experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer ended call abruptly, therefore no additional information was obtained.